Event description:
Ous MDR - after an implant duration of about 59 months, inappropriate shocks were reported. No date of explant was provided. The lead was not extracted and not returned to biotronik (B)(4). The associated ICD was returned.

Manufacturer narrative:
Ous MDR.